Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, after todays tkr the consigned item mvmcrr170 lot d254500729 trial femur size 9, was identified by cssd as being damaged (saw marks and diathermy burns) and was deemed damaged and not usable. It has been decontaminated, separated and labeled as damaged. The product was not returned to medtech orthopaedics, however photos were provided for review. The photo investigation revealed that ' 254500729, attune ps fem trial sz 9 rt had scratched and foreign substances on it. "This type of damage is consistent with the device coming in contact with the saw blade while trialing, care should be taken to avoid saw blade excursion into the femoral trials or implants." The observed condition is likely due to improper cleaning/sterilization. The photo also revealed that the device has cracked on it. The potential cause is traced to repeated impaction forces during trialing in combination with the trial fitting very tightly posteriorly/anteriorly over the resected femur bone. This will cause tensile stress initiating at the bone contact surface in the middle of the trial between the condyles, resulting in material fatigue and ultimately cracking. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures." Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the attune ps fem trial sz 9 rt would contribute to the complained device issue. Based on the investigation findings, unintended user error and end of life it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: added: g1 (manufacturing site name). The expiration date (7/28/2025) in the previous medwatch was reported in error. The device involved was an instrument and does not have an expiration date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent total knee arthroplasty (tka) on (B)(6) 2025. After the procedure, the trial femur size 9 was identified by cssd as being damaged (saw marks and diathermy burns and was deemed not usable. There were no patient consequences.